Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed due to lack of proficient information; no product, pictures or medical records were provided. A review of the device history records could not be performed as no part or lot identification was provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.

Manufacturer narrative:
(B)(4). D6a - (B)(6). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had initial surgery at an unknown date about 28 years ago. Subsequently, the patient is scheduled to undergo a revision procedure due to pain, subsiding, and a loose implant. Patient is experiencing pain, swelling, and range of motion issues. However, no revision procedure has been reported to date.